Event description:
When using hot biopsy forcep in gi lab with cautery to remove polyp, pt c/o pain. Stated "felt like shock; grabbed abdomen where scope was illuminating abdomen. No area of burn seen other than normal polyp site. Area under ground pad intact. Changed grounding pad & completed procedure reported to biomed & or supervisor-unit removed from svc-reported to olympus. Other relevant history-12/16/97-problem was readily identified to olympus field engineer-using identical model unit, sys performance failure was duplicated alarm is not activated when pt plate adapter is removed from unit during procedure or testing.